Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received external ram crc error, unexpected restart error, and battery out limit alarm. The customer states the pump had been dropped and was smashed. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a detached end cap. Unable to perform the self test, displacement, rewind, basic occlusion, occlusion, prime, off no power or excessive no delivery alarm tests due to a detached end cap. No battery out limit or external ram crc error alarms were noted. All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump alarmed unexpected restart after a battery change due to a voltage leak. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly. The pump was received without a belt clip, therefore, unable to confirm the damage. The pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked case at the reservoir tube window corner, a cracked reservoir tube, a missing end cap sticker and a missing display window.